Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, if explanted, give date: not applicable. Lens was not implanted. Device evaluation: the product was returned to the manufacturing site for evaluation. The returned included a packaging component: folding carton, labels, implant notification card & patient lens implant card. The sample returned did not include the za9003 iol. The complaint issue could not be verified and a product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003, 20.5 diopter lens inserted into the patient's eye but was then removed and changed after a vitrectomy. No further information was provided.